Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During post deployment device interrogation, a thrombus was noted on the was. Activated clotting time was 263. Additional heparin was administered. The physician attempted to aspirate the clot through the device catheter while device placement was being assessed. All criteria were met and the device was released. The wds catheter was removed from the was and the clot was being aspirated as the access sheath was removed from the laa to the septum. Thrombus successfully resolved. Patient is well and was discharged the next day.